Event description:
A home pt contacted baxter's echnical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/1 of their automated peritoneal dialysis therapy. Reportedly, the home pt fell out of bed and the supply line of the homechoice cassette became disconnected from the supply bag. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt.